Manufacturer narrative:
Corrected/updated data: (report date); (manufacturer); (manufacturing site); (date received by manufacturer). The previously submitted initial medwatch report (1818910- 2012-70008) had the following populated: (remedial action); (correction/removal number). These sections should have originally been left blank as the product is non-asr. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision: asr xl (left). Reason(s) for revision: alval / soft tissue reaction - high cr, co levels.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: this product is not sold in the us, no MDR is required.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.